Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011637- the dentist reported that after 3 months dental implant was installed in intraoral region 8#, it had to be removed because the dentist was not able to remove only the abutment, which was stuck into the implant. In addition, 50ncm of primary stability was achieved, immediate implant was performed and the patient presented bone type ii.